Event description:
It was reported that during a da vinci si hysterectomy procedure, the fenestrated bipolar instrument failed to grasp during the procedure. The instrument was removed and replaced and the planned surgical procedure was completed with an instrument of the same type. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing while installed on an in-house is3000 system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering also observed that one conductor wire was broken at the side of the yaw pulley. The wire segments stuck out at the wrist. The instrument failed electrical continuity testing. No evidence of arcing was observed. The side of the yaw pulley is also broken adjacent to the wire breakage and a piece of the yaw is missing. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.